Event description:
Info received indicates the head elevation is not rising when the switch is pressed.

Manufacturer narrative:
The technician found the valve piston was sticking. The technician replaced the valve to repair the bed.